Manufacturer narrative:
(B)(4). Batch # m92a18. The analysis results found that the b5xt device was returned with the obturator cannula bent. In addition, the sleeve was not returned for analysis. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during an sleeve gastrectomy procedure, after inserting trocar, surgeon was not able to insert the instrument, instrument was getting stuck in between due to bend in the cannula of trocar. Unknown what device was used to complete the procedure. There were no adverse consequences for the patient.